Manufacturer narrative:
B3: unknown; no information has been provided to date. Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was unable to be confirmed and a root cause could not be determined.

Event description:
It was reported that the device constantly detects air. There was no reported patient involvement.